Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 977c265, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. The other applicable components: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient woke up after surgery with severe lower abdominal pain. It was reported the patient had a recent placement of 2x8 scs lead. An MRI was done. MRI showed compression spinal cord from lead. MRI pre-op showed > 3 mm of space to accommodate surgical paddle lead. It was reported patient was taken to operating room (or) today (B)(6) to explant 2x8 paddle lead and replace with percutaneous leads. It was unknown if the issue resolved at the time of report and would not be made available due to legal/confidential reason. No further complications were reported/anticipated.

Manufacturer narrative:
The other applicable components: product ID: 977c265, serial#: (B)(4), implanted: 2018 (B)(6), explanted: 2018 (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the cause of the severe abdominal pain, with recent placement of a surgical paddle lead is dorsal root irritation and inflammation. The dorsal roots in the mid thoracic area innervate the abdomen. The rep reported t that the MRI of the epidural space pre-op showed enough room to accommodate the thickness of the 2 x 8 lead.